Event description:
Additional information received indicated the post-paced t-wave oversensing was later addressed by reprogramming the device. The patient was in stable condition.

Event description:
It was reported that t-wave oversensing was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.